Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose (bg) level related to the reported issue. Tandem technical support reviewed pump data and was unable to identify the reported issue. The customer declined further troubleshooting from tandem technical support.